Manufacturer narrative:
The product is available; however, it has not been received for analysis. Additional info will be provided within 30 days of receipt.

Event description:
The balloon of the fire star (8011520d) burst while inflating in calcified artery during balloon eval. There was no injury to the pt.